Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the erc arterial clamp, the issue occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that after completing procedure, appeared an error message concerning arterial clamp issue on the hlm. There is no report of any patient injury.